Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a secondary infusion of antibiotics was hung to the primary IV tubing. The rn noted the pump was alarming 'air in line' and fluid was leaking from the soft tubing segment that fits into the pump. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of set separated and leaked at pumping segment was confirmed. During visual inspection it was noted that the silicone segment was separated from the upper fitment. The expected o-ring near the upper fitment was not received. Further visual inspection of separated silicone segment observed no o-ring indentations on the silicone segment. No crush marks were observed on the upper or lower fitment. Functional testing was not performed on set due to obvious separation of the set. Dimensional testing was performed on the upper pumping segment components (upper fitment and silicone); the measurements were within specification with no issues observed. The root cause of the customer¿s report was identified as operator error not following assembly manufacturing process.

Manufacturer narrative:
The customer¿s report of set separated and leaked at pumping segment was confirmed. During visual inspection it was noted that the silicone segment was separated from the upper fitment. The expected o-ring near the upper fitment was not received. Further visual inspection of separated silicone segment observed no o-ring indentations on the silicone segment. No crush marks were observed on the upper or lower fitment. Functional testing was not performed on set due to obvious separation of the set. Dimensional testing was performed on the upper pumping segment components (upper fitment and silicone); the measurements were within specification with no issues observed. The root cause of the customer¿s report was identified as operator error not following assembly manufacturing process.